Manufacturer narrative:
(B)(4). This lot was manufactured from december 3, 2014 ¿ december 4, 2014. The device was received for evaluation with approximately 230ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred while the device was connected to the patient. The device was disconnected from the patient ¿right away¿ after the leak was noticed. There was no patient injury or medical intervention associated with this event. No additional information is available.